Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the low battery alarm was determined to be battery discharge below the acceptable threshold. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. No additional information is available.